Event description:
The control panel of an overhead x-ray unit sparked and began to smoke. The unit was turned off at the breaker. Service was called and the unit was taken out of service. A board shorted out. It was replaced by ge.